Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat two lesions in the left iliac artery. Pre-dilatation was performed and the 8.0 x 29 mm omni elite stent delivery system (sds) was advanced in an attempt to treat the distal lesion. The sds exited the guiding catheter, but could not cross to the distal lesion. The sds was pulled back, but it could not be pulled into the guiding catheter. It was noted under fluoroscopy that the proximal stent struts were flared. As the stent could not be deployed in the distal lesion first, the entire system was pulled back to the proximal lesion. The sds balloon was inflated slightly (below nominal pressure); however, the stent slipped off the balloon distally. The physician inflated the balloon and then advanced and inflated the balloon to the distal segment of the stent that was not inflated. It was noted that a portion of the lesion was not covered by the stent. A new omni elite stent was advanced and deployed in the distal lesion, and an omni elite stent was deployed to treat the un-covered portion of the proximal lesion. The patient had a good outcome. No additional information was provided.